Event description:
Journal reference: arle je, et al. "Dyskinesia in parkinson's disease treated by dbs once electrode position was revised: case report" neuromodulation, 2007 vol 10 no 3 p238-243. Post surgical repair of the right dbs electrode convexity incision, the patient experienced dyskinesia and diplopia. Investigation revealed the lead had migrated out of the original position subsequent to the erosion repair. Repositioning of the lead resolved the dyskinesia.

Manufacturer narrative:
Journal reference: arle je, et al. "Dyskinesia in parkinson's disease treated by dbs once electrode position was revised: case report" neuromodulation, 2007 vol 10 no 3 p238-243. (See scanned pages)